Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently in the hospital after a laminectomy and with a fever. Patient is experiencing low pulsatility indexes and suction events. The log captured some elevated powers greater than 10w and an increase in the frequency of pi events starting around (B)(6) 2019. Patient is known to have right heart failure. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, although power elevations were confirmed based on the submitted log files, a specific cause for the events could not conclusively be determined through this evaluation. The submitted log files contained data from 21oct2019 through 19nov2019 and from 26nov2019 through 04dec2019. The log files captured no external power alarms on 13nov2019 and 02dec2019 (see other pi mains associated with this per). The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. Additionally, the log files captured multiple periods of sustained elevated powers between 02dec2019 and 04edc2019 with corresponding elevations in calculated flow. Overall, power and flow appear to be elevated compared to the patient¿s baseline during this time. Of note, the log file captured 71 pi events between 02dec2019 and 04edc2019 and the majority of the power/flow elevation events occurred during pi events. No other atypical alarms or events were captured. The actual speed remained above the low speed limit and the pump appeared to be functioning as intended. The account communicated that the patient had known right heart failure. The patient had been admitted with a fever after a laminectomy. The patient was also reportedly having some low pi values and suction events. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The current heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.